Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2014 with the following findings: a review of the pump¿s black box data revealed a ¿loss of prime¿ warning for non-zero force. A 24 hour duration test was unable to be completed due to reoccurring ¿loss of prime¿ warnings. The force sensor calibration measured within specifications. The pump was opened and a force sensor flex trace was observed to be cracked at the pin. There was no moisture observed in the pump. Unrelated to the initial complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
Follow-up #2: date of submission (B)(4) 2014. Correction: the pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.